Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had changed the infusion set and was still receiving no delivery alarms. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer verified that the insulin did exit but the pump also alarmed no delivery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.